Manufacturer narrative:
Visual examination of the returned delivery device revealed a bent tip. Functional testing could not be performed due to the damaged condition of the delivery device. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of an li61aor intraocular lens using the ez-28 delivery device. Intraoperatively, the surgeon noted that a haptic was protruding and subsequently removed the iol and implanted another intraocular lens. The incision would was sutured. Additional information has been requested. Reference MDR #1119279-2011-00030.